Manufacturer narrative:
Pr#: (B)(4).

Event description:
The part failed as a defect on arrival due to a data acquisition pcb adc reference failure. The service tech reported there was no pt involvement.